Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , confirmed wire damage that would have contributed to the pump stoppage events captured in the submitted log file. There was also an incidental finding of superficial damage to the jacket of the driveline. The submitted log file contains data recorded from 30oct2020 to 09nov2020. Multiple pump stops were captured on (B)(6) 2020 and (B)(6) 2020. These events were accompanied by corresponding motor stopped faults, low speed advisories/ hazards and low flow hazard alarms. These events occurred while the patient was on both the power module and on batteries. Based on previous complaint experience, the pump stops and hazard alarms captured in the submitted log file appear consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline severed approximately 6¿ from the pump housing. A distal portion of the driveline measuring approximately 24.5¿ with the controller connector was also returned, as well as a middle internal segment with velour measuring approximately 7.5¿. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and outflow graft bend relief collar were not returned. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. Rescue tape had been applied on the controller connector section from approximately 2.5¿ to 15¿ from the controller connector. Electrical continuity testing of the driveline found all wires in all sections to be electrically intact. The bionate layer was found to be discolored dark red-brown in the controller connector section and light brown-yellow in the middle section, but was unremarkable in the pump section. The bionate in the pump section was not discolored. The metal braided shield of the driveline showed breakdown consistent with the duration of use throughout the driveline. Breakdown was most severe in the controller connector section. Microscopic inspection and hipot testing of the underlying wires revealed a breach in the insulation of the red wire in the controller connector segment, approximately 5.5¿ from the controller connector. Hipot testing also found two breaches in the insulation of the yellow wire in the middle segment, approximately 2.75¿ and 6.5¿ from the end proximal to the pump. No breaches were found in the wires of the pump section of the driveline. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement or abrasion against the braided shield. The pump stoppage events while operating on batteries would have occurred if any of the exposed conductors for different motor phases simultaneously contacted each other or the metal braided shield, resulting in a phase-to-phase short. The pump stoppage events while operating on the power module and batteries would have occurred if a phase-to-phase event occurred. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's history of driveline damage previously reported under manufacturer report # 2916596-2018-04121. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, with a known short-to-shield issue with their driveline, was admitted for pump off events while on batteries. A pump exchange was being planned for the week of (B)(6) 2020. Technical services (ts) reviewed the log file and reported that there were pump stops while on power module and while on batteries. Ts described this as a phase-to-phase issue and requested that x-rays be taken to determine where the compromise in the lead is. It was also suggested that it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. It was additionally reported that the patient was not symptomatic. The patient had a computed tomography(CT) angiogram was taken within the past two weeks in preparation for pump exchange and no results were reported. X-rays of the driveline had not been taken. The pump was exchanged on (B)(6) 2020.